Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for an overprime-leak out of patient line was caused by the patient stacking solution bags on top of each other during therapy. This is a use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding fluid dripping from the patient line during set up. The technical service representative (tsr) explained why the fluid was dripping. It was because the home patient (hp) had two bags on the homechoice (hc) during prime. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. The writer contacted the home patient's (hp) nurse on (B)(6) 2011 regarding the reported problem. The nurse said she was not aware of the issue but thanked the writer for the information. The nurse said she would talk to the hp and that therapy had been fine except for an alarm (B)(4) but she had resolved that issue. No patient injury or medical intervention was reported.